Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve and siphon guard ¿as received¿. The valve was visually inspected: needle holes over the needle guard were noted. The position of the cam when valve was received was 100mmh2o. The valve and siphon guard were hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 27th january 2005. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
On 2006, the reported valve was implanted to the patient with vp-shunt (the iod and the initial setting was unk). At the end of 2016 during the patient check-up at the outpatient department, the pressure setting failed to adjust. A neodymium was used instead for adjustment and at the time, it worked. However, the clinical symptom didn¿t get improved. The doctor tried adjusting once again by using a programmer (82-3190), but it failed. The contrast agent examination, as well as flushing was implemented, and as the result, the obstruction inside the valve was suspected. On (B)(6) 2016, the valve was removed from the patient, and a certas valve was implanted (the initial setting was setting 4). During the revision, it was assured that there was no obstruction with the both catheters of ventricle and abdominal cavity. Since the revision, the patient¿s condition has been monitored. There is no further information provided by the hospital at this moment.